Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2026, the cgm reading was inaccurate, but no specific cgm nor blood glucose reading was reported from the event. The patient stated they went to the hospital due to the inaccuracy but declined to provide any further information. There was no information regarding symptoms, treatment, or duration of stay at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient¿s current condition was unknown. No other details were documented, and the patient declined to provide further information. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.